Manufacturer narrative:
E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had he outer protective layer of the light guide bundle broken and dim brightness. The issue was found during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the inner sleeve of the grip is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event was likely by a component failure of the rear light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.